Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error code 45520. The event occurred during testing, and there was no delay in therapy. There was no physical damage and customer damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned for evaluation and no evidence was provided for review. A probable cause was unable to be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number. If the device is returned at a later time, complaint will be reopened and investigation will be done.